Event description:
The lens was implanted when the doctor realized there was a capsule tear, which was not caused by the device. The incision was enlarged to remove and replace the lens with an anterior chamber lens, suture was needed.

Manufacturer narrative:
See MDR 1920664-2009-00257 for the delivery device used with this intraocular lens. Capsule tear was not caused by the device.